Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, bottom chassis, picture in picture connector, universal serial bus connector, front panel, top cover, and front panel chassis required replacement due to corrosion. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii video system center image is dark and blurry. During a standard service inspection of the customer returned device, terminal corrosion of the video connector was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is probable that corrosion of the video connector socket contributed to the reported event. However, a definitive root cause for this issue was not established. Olympus will continue to monitor field performance for this device.